Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of mr, as listed in the electronic instructions for use, mitraclip system gen 4, u.s., is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the reported partial clip movement (migration). The recurrent mr appears to be related to the partial clip movement; therefore, attributed to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for the residual mr and clip movement. It was reported that on (B)(6) 2019 two mitraclips were implanted in the patient with grade 4 degenerative mitral regurgitation (mr); it was a very challenging procedure, but mr was reduced to grade 1. On (B)(6) 2019 a follow-up echocardiogram showed moderate to severe mr (grade 3). Both of the original clips were attached to both leaflets, but the most lateral clip showed a lot of movement and not much leaflet insertion. A second mitraclip procedure was performed on (B)(6) 2020 to stabilize the clip and further reduce the mr. The mean gradient pressure at the start of the procedure was 5.5 mm hg. One mitraclip ntw was implanted reducing mr grade to 2. The final gradient at the end of the procedure was 6.1 mm hg. No additional information was provided.